Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported: "on (B)(6) 2018 fix two metabolic fractures using two profile combo 2.3mm screws. (No plate used, two screws inserted alone). Withdrawal operation after healing on (B)(6) 2020 makes removal difficult. When I tried to remove the screw with the removal screwdriver, both heads were immediately broken. Withdrawal became difficult, and the operation was once completed. On the same day, the dealer brought in synthes' broken screw removal instrument and re-operated to remove all implants."